Event description:
Alleged symptoms of autoimmune disease and rupture. Follow-up findings: report is not substantiated by a health professional. Outcome undetermined. Report sent '93 usp - section of tissue exposed (silicone) removed 8/86. Replacement silicone filled implants set of problems/symptoms in '91. Chest wall pain esp. On chest. Early evidence of side deformity of chest wall. Rupture muscle and joint pains - all extremities chronic fatigue. Panic disorders - hosp admission 9/92 for psychiatric care & electric shock therapy. Symptoms (above) continued to worsen including depression. Implants removed 3/17/95 - ruptured. Removal of granulomas from incision, muscle aches & pains worsen area 8/16/95. Rheumatology consult - fibromyalgia - silicone related disorder.